Event description:
When pulling the orsiro mission out of the hoop and preparing to load over the guidewire it was noticed, that the distal part of the stent was flared up off the balloon. The device was never inserted inside the patient.

Manufacturer narrative:
Combination product: yes.